Event description:
It was reported that the health care provider did a dye study since they thought the patient may be going through withdrawals. Specific symptoms were not reported but the reporter stated that the dye study was negative and no issues were noted with the catheter. The patient's dose has been increased the last 1-2 months with 15% increases. The reporter was uncertain if it was a tolerance issue or catheter issue; the patient has "other issues going on and mentioned infection". Again, specific symptoms related to infection were not provided, but the reporter indicated that the pump was not infected. The catheter had been aspirated and the hcp planned to prime it. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the health care provider stated ¿it was a non-issue.¿ the health care provider didn¿t provide the patient¿s outcome.

Manufacturer narrative:
(B)(4).